Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: unk. Flow rate: n/a. Procedure: n/a. Cathplace: n/a. Reference: (B)(4). It was reported that while filling the pump, the outer bag popped, prior to reaching the intended volume.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report. A review of the device history record (dfr) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release.